Event description:
Patient came in as a worker's compensation patient. Patient didn't make it through the scan without complaining about bums in the chest region. Patient felt burning internally and on the skin. Technician had to call 911 to tend to the patient. Patient has a pending suit against the practice. This incident is the 2nd of three patients who had complaints of burns following an MRI scan. MRI scan had been alarming due to errors since nov 2024. (B)(4). A ge field engineer was flown in and serviced the machine (B)(4). The practice continued to get error messages after the engineered serviced/replaced parts. An example of an error was a humidity error that prevents proper functionality of the machine. The practice is claiming the patient's pre-existing conditions are the main reason for the burns. Reference reports: mw5166843 and mw5166845.